Event description:
A healthcare facility in poland reported, via a fisher & paykel healthcare (f&p) field representative, an event that occurred while administering high frequency oscillatory ventilation (hfov) to a premature neonate of 26 weeks of gestational age. The patient passed away on the seventh day of ventilation. The healthcare facility reported that the following equipment was used to administer hfov to the patient: a non-f&p ventilator; a non-f&p hme filter (placed at the expiratory port of the ventilator); an f&p 950aeu respiratory humidifier (f&p 950aeu humidifier), an f&p 950n81 neonatal ventilator dual heated circuit kit (f&p 950n81 circuit). The healthcare facility reported the following: throughout the period of treatment, this patient received fio2 of 100%. Condensation was observed in the expiratory limb of the f&p 950n81 circuit and the hme filter used on the ventilator's exhalation valve required frequent replacement. The f&p 950n81 circuit next to the patient remained dry. Ventilation parameters for the patient were increased over several days. On the fifth day of ventilation, the settings on the ventilator were close to maximum and the patient was reintubated with a larger endotracheal tube, and nitric oxide therapy was started. On that same day, the f&p 950aeu humidifier, f&p 950n81 breathing circuit, non-f&p ventilator expiratory valve, flow sensors and hme filter were all replaced with a different set of devices as "water resistance in the exhalation valve disturbed the proper operation of the ventilator". Following these replacements, the ventilator parameters stabilized, and the hme filter remained dry for six hours. The patient was subsequently transitioned to conventional invasive mechanical ventilation due to "extreme circulatory failure". Condensation was observed in the inspiratory limb of the f&p 950n81 circuit. The healthcare facility confirmed that the patient ultimately passed away on the seventh day of ventilation. The cause of death is reported to be cardiovascular respiratory failure.

Manufacturer narrative:
(B)(4). F&p devices involved in the event, f&p 950aeu respiratory humidifier, section d4: model number - 950aeu, section d4: catalog number - 950aeu, section d4: serial number - (B)(6), section d4: lot number - 2102042038, section d4: UDI - (B)(4), section g4: 510(k) number - k220703. The 950aeu respiratory humidifier is not sold in the united states of america (USA) but instead a similar product, 950jus respiratory humidifier is sold in the USA. The 510(k) for 950jus is k220703. Section h4: manufacture date - 18-feb-2022. F&p 950s02 sensor cartridge, section d4: model number - 950s02, section d4: catalog number - 950s02, section d4: serial number - (B)(6), section d4: lot number - 2102260204, section d4: UDI - (B)(4), section g4: 510(k) number - k220703, section h4: manufacture date - 13-jul-2022. F&p 950n81 neonatal ventilator dual heated circuit kit, section d4: model number - 950n81, section d4: catalog number - 950n81, section d4: serial number - not applicable, section d4: lot number - 2102790133, section d4: UDI - (B)(4), section g4: 510(k) number - k220703. The 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. The 510(k) for 950n81j is k220703. Section h4: manufacture date - 18-sep-2023. F&p 950aeu respiratory humidifier, section d4: model number - 950aeu, section d4: catalog number - 950aeu, section d4: serial number - (B)(6), section d4: lot number - 2102042038, section d4: UDI - (B)(4), section g4: 510(k) number - k220703. The 950aeu respiratory humidifier is not sold in the united states of america (USA) but instead a similar product, 950jus respiratory humidifier is sold in the USA. The 510(k) for 950jus is k220703. Section h4: manufacture date - 18-feb-2022. F&p 950s02 sensor cartridge, section d4: model number - 950s02, section d4: catalog number - 950s02, section d4: serial number - (B)(6), section d4: lot number - 2102260204, section d4: UDI - (B)(4), section g4: 510(k) number - k220703, section h4: manufacture date - 13-jul-2022. F&p 950n81 neonatal ventilator dual heated circuit kit with unknown lot number details. Section d4: model number - 950n81, section d4: catalog number - 950n81, section g4: 510(k) number - k220703. The 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. The 510(k) for 950n81j is k220703. F&p 950aeu respiratory humidifiers. Method: the two f&p 950aeu respiratory humidifiers (the humidifier subject devices) involved in the event were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. F&p's investigation is based on the information provided by the customer, evaluation of the humidifier subject devices and the knowledge of the product. Results: the humidifier subject devices were performance tested by the f&p investigation engineer and both devices passed the acceptance criteria. The log data of the humidifier subject devices was reviewed, and it was confirmed that there were no anomalies that could lead or contribute to the reported event. Additionally, the device history record (DHR) for the humidifier subject devices was reviewed. No non-conformance's were noted on the DHR, and it was confirmed that each humidifier subject device was manufactured according to specification and passed all the required quality control measures. Conclusion: the humidifier subject devices passed the performance testing, and no faults were detected during testing. The information provided by the healthcare facility describes the humidifier subject devices were used on a patient with cardiovascular respiratory failure condition and requiring a high level of support. Based on the available information and investigation results of the humidifier subject devices, the cause of the reported event could not be determined. The user instructions which accompany the f&p 950 respiratory humidifier states the following. Monitor circuit condensate every six hours to prevent occlusion or build-up of fluid. Drain as required. Failure to comply may impair performance of the humidifier or compromise safety (including potentially causing serious patient harm). F&p 950n81 breathing circuits. Method: the two f&p 950n81 breathing circuits (the circuit subject devices) were not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. F&p's investigation is based on the information provided by the customer and the knowledge of the product. Results: the healthcare facility reported that condensation was observed in the circuit subject devices. The circuit subject devices were not returned for evaluation, the review of the log data of the humidifier subject devices confirmed that the circuit subject devices were functioning as intended. Conclusion: the reported, observed condensate may have resulted from the specific use case in which the circuit subject devices were operating. The information provided by the healthcare facility describes that the circuit subject devices were used on a patient with cardiovascular respiratory failure condition and requiring a high level of support. Based on the available information and investigation results of the circuit subject devices, the cause of the reported event could not be determined. The user instructions which accompany the f&p 950n81 neonatal ventilator dual heated circuit kit states the following. Monitor circuit condensate to prevent occlusion or build-up of fluid. Drain as required.

Manufacturer narrative:
(B)(4). F&p devices involved in the event: f&p 950aeu respiratory humidifier: section d4: model number - 950aeu, section d4: catalog number - 950aeu, section d4: serial number - (B)(6). Section d4: lot number - 2102042038. Section d4: UDI - (B)(4). Section g4: 510(k) number - k220703, the 950aeu respiratory humidifier is not sold in the united states of america (USA) but instead a similar product, 950jus respiratory humidifier is sold in the USA. The 510(k) for 950jus is k220703. Section h4: manufacture date - 18-feb-2022. F&p 950so2 sensor cartridge: section d4: model number - 950so2, section d4: catalog number - 950so2, section d4: serial number - (B)(6), section d4: lot number - 2102260204, section d4: UDI - (B)(4), section g4: 510(k) number - k220703, section h4: manufacture date - 13-jul-2022. F&p 950n81 neonatal ventilator dual heated circuit kit: section d4: model number - 950n81, section d4: catalog number - 950n81, section d4: serial number - not applicable, section d4: lot number - 2102790133, section d4: UDI - (B)(4), section g4: 510(k) number - k220703, the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. The 510(k) for 950n81j is k220703. Section h4: manufacture date - 18-sep-2023. F&p 950aeu respiratory humidifier, section d4: model number - 950aeu, section d4: catalog number - 950aeu, section d4: serial number - (B)(6), section d4: lot number - 2102042038, section d4: UDI - (B)(4), section g4: 510(k) number - k220703, the 950aeu respiratory humidifier is not sold in the united states of america (USA) but instead a similar product, 950jus respiratory humidifier is sold in the USA. The 510(k) for 950jus is k220703. Section h4: manufacture date - 18-feb-2022. F&p 950n81 neonatal ventilator dual heated circuit kit with unknown lot number details. Fisher & paykel healthcare (f&p) has requested further information regarding the event and the return of all f&p devices. We are in the process of completing our investigation. We are currently awaiting the return of f&p 950aeu humidifier (batch/ serial (B)(6)) and f&p 950n81 circuits for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in poland reported, via a fisher & paykel healthcare (f&p) field representative, an event that occurred while administering high frequency oscillatory ventilation (hfov) to a premature neonate of 26 weeks of gestational age. The patient passed away on the seventh day of ventilation. The healthcare facility reported that the following equipment was used to administer hfov to the patient: a non-f&p ventilator; a non-f&p hme filter (placed at the expiratory port of the ventilator); an f&p 950aeu respiratory humidifier (f&p 950aeu humidifier), an f&p 950n81 neonatal ventilator dual heated circuit kit (f&p 950n81 circuit). The healthcare facility reported the following: throughout the period of treatment, this patient received fio2 of 100%. Condensation was observed in the expiratory limb of the f&p 950n81 circuit and the hme filter used on the ventilator's exhalation valve required frequent replacement. The f&p 950n81 circuit next to the patient remained dry. Ventilation parameters for the patient were increased over several days. On the fifth day of ventilation, the settings on the ventilator were close to maximum and the patient was reintubated with a larger endotracheal tube, and nitric oxide therapy was started. On that same day, the f&p 950aeu humidifier, f&p 950n81 breathing circuit, non-f&p ventilator expiratory valve, flow sensors and hme filter were all replaced as "water resistance in the exhalation valve disturbed the proper operation of the ventilator". Following these replacements, the ventilator parameters stabilized, and the hme filter remained dry for six hours. The patient was subsequently transitioned to conventional invasive mechanical ventilation due to "extreme circulatory failure". Condensation was observed in the inspiratory limb of the f&p 950n81 circuit. The healthcare facility confirmed that the patient ultimately passed away on the seventh day of ventilation. The cause of death is reported to be cardiovascular respiratory failure. Fisher & paykel healthcare (f&p) has requested further information regarding the event and the return of the subject devices for evaluation.